Event description:
We have been informed that a nurse received electrical shock when she tried to raise up the bed safety side. The nurse took at one hand the safety side panel and in the other hand the cable and at his moment she received electrical shock. According to the nurse the pump main cable was damaged. No serious injuries to the nurse was reported, the condition was described as arm pain and tachycardia. Ref MFR #3007420694-2013-00064.